Event description:
It was reported that the patient was going to the bathroom more than before. The patient had to turn off the ins(stimulator) last week. They thought they turned the stimulator back on but caller states, the patient was stating the stimulation doesn¿t feel exactly the same. Caller states it could be due to the bladder surgery. Caller was able tousle the programmer and connect to the ins. The patient was on program 3 at 1.4. The ins was on by noting the lightning bolt in the upper left hand corner. Patient does feel stimulation but just differently. Caller states patient has not had a return of symptoms. They had lost the programmer manual and does not recall if they ever had the therapy guide. The patient had been going to the bathroom more often. The ins was implanted for the symptom of leaking, which the patient had not had a return of that symptoms. Caller states at the follow up appointment they will be talking to the doctor and asking if the patient should be going to the bathroom more often. They were out and the patient had been drinking a lot of pop and thinks that may had been the reason the patient was going to the bathroom more on this day. Additional information received by the healthcare provider reported there was not a fifty percent or greater symptom reduction. Patient was a post-surgery patient on (B)(6) 2015 for a bladder sling placement and cystoscopy hydrodistention. Patient reported to the hcp at post office visit on (B)(6) 2015 that she called manufacturer and reported to them she only wanted to make sure that she had her neurostimulator on. She said she only had to put batteries in her monitor then everything was checked and neurostimulator was back on. Putting batteries in her monitor resolved the issue the cause of the event was determined and was not device related. The patient recovered without permanent impairment. The patient was in interstitial cystic flare.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# va01dyk, implanted: 2012 (B)(6); product type lead. (B)(4).